Event description:
It was reported, during an implant procedure, the lobes were deployed and retracted three times and could not be redeployed after the fourth time. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Blood/body fluid (not obstructed) was observed in the distal conductor, in the outer tubing overlay, and in/on the lobes. Also the lead was stretched. It could not be determined at that time of analysis, but likely the blood in the overlay tubing restricted deployment. Primary analysis finding revealed no anomalies, lead functionally normal.